Event description:
It was reported that during a follow-up noise on the bipolar rv channel was observed. The noise could not be reproduced. It was noted that the sensing has been decreasing. The measured pacing lead impedance was low but within limit. It was concluded that the patient is in good condition and will continue to be monitored through follow-ups.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.